Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump had stopped on several occasions but had only restarted two days later. At the time of the pump interrogation, the pump had been stopped for two days and had not restarted. As a result, the pump was explanted and replaced. The device was reported as explanted on (B)(6) 2014 with an event date of (B)(6) 2014. There was no reported patient injury and the patient¿s status was reported as ¿recovered fully.¿ it was unknown what medication this device system delivered at the time of the event. The pump logs indicated that a motor stall occurred on (B)(6) 2014 at 17:59 with the stopped pump period may exceed tube set occurring on (B)(6) 2014 at 17:59 with a recovery on (B)(6) 2014 at 21:32. Another motor stall occurred on (B)(6) 2014 at 15:38 with a stopped pump period may exceed tube set on (B)(6) 2014 at 15:38 and a recovery on (B)(6) 2014 at 09:29. This device system delivered morphine and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump (s/n: (B)(4) ) found a gear train anomaly from corrosion, wear and/or lubrication. The stall was due to the gear-pinion. There was corrosion and residue on gear wheel 3. Analysis of the catheter (s/n: unknown) found no significant anomaly. The catheter was returned in segments.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient felt unwell and was shaking. No testing was done on the pump but logs were printed. A series of motor stalls followed by motor recoveries occurred up to two days later. The patient received a new pump and she was well to this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.